Manufacturer narrative:
Product analysis: visual review confirms rod breakage. Significant fracture surface damage and smearing noted. Microscopic examination of the undamaged areas of the fracture surfaces identified a fairly flat fracture surface with faint gently convex progressive striations through the cross-sectional area of the rod, which are indicative of cyclic fatigue. Followed by a sheer lip that is consistent with material overload after the rod had been weakened by the cyclic fatigue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on an unknown date, the patient underwent cervical posterior fixation from occipital region to c7. On an unknown date, post-op, the implanted rod broke on one side near c4-c5. Hence, the patient underwent a revision surgery, in which the rods on both sides, occipital plate and the screw at c6-c7 were removed; and fixation was performed again at c2-c5. Bone union had been completed near occipital bone. No fragment of the broken rod remained inside the patient. The patient's issue has been resolved. The surgeon reported that bone union had been completed at the rod breakage site as well, but fixation was performed just to be on a safer side.